Event description:
Patient reports cadd me 3 pump sn (B)(4) ((B)(6) 2018) was not allowing them to start pump when they went to switch pump and do cartridge change last night. Pump would allow pump to load and fill tubing and then instead of taking them to start pump, he would be in menu to set up pump (patient is unsure of error message on display). Patient states he had same problem on pump sn (B)(4) ((B)(6) 2018). Patient's daughter was able to get pump sn (B)(4) working. Patient states at 5 am pump sn (B)(4) alarmed with error "cartridge volume low" patient was able to successfully change cartridge and restart pump with no lapse in therapy. Patient did not run out of medication. Patient is aware that manufacturer may need to reach them for additional information. Patient will be receiving 2 replacement pumps from pharmacy and will be sending 2 defective pumps back to pharmacy. Patient is currently using pump sn (B)(4) with no problems and has not had any changes in symptoms. No other information is known. Dose or amount: 83.3 ng/kg/min. Frequency: 0.040 ml/hr. Route: sq.